Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set was leaking at site on 17-june-2024. The blood glucose level was 18mmol/l at the time of event. The infusion set was in use for 4 hours. No further information available.